Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and transvenous lead underwent lumbar back surgery for osteomyelitis on their vertebrae. There was confirmed vegetation on their leads and thought that this patient might have a systemic infection. All products were removed from service. No further patient effects were reported.

Manufacturer narrative:
The representative was unsure if the hospital would return the products. Investigation is completed to date. Should additional information become available this event will be updated.